Event description:
Patient had a boston scientific deep brain stimulator (dbs) system that was explanted due to an infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).